Event description:
Reporter stated that a patient sample was tested on the urisys 1100 which reported a negative result for erythrocytes. A visual read of the test strip showed a result of 50 erythrocytes/microliter. Reporter stated that patient's urine sample was mixed and retested with results of 50 erythrocytes/microliter on both the urisys 1100 and a visual read of the test strip. No action based on the discrepant result was reported and no adverse event occurred. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.